Event description:
The physician explained that during two separate stroke cases he had two non-sterile aspiration canisters crack at the bottom during the procedure. In both cases the system was working for a non-specified time and then lost suction due to a crack that developed at the base of the canister. In both cases the physician replaced the cracked canisters with new canisters and completed the cases without incident. No patient injuries resulted. This MDR is associated with MDR 3005168196-2012-00216.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Canisters discarded after case